Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise which was oversensed and high pacing impedance measurements greater than 2000 ohms. A lead fracture was suspected and a revision procedure was performed and this lead was explanted. It was noted that the patient's ejection fraction had increased and the physician felt a new system was not necessary at this time due to the improvements of the patient's condition. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted circular footprints on the lead body indicating that the suture sleeve was tied down at about 132-155 millimeters from the termina pin. A fracture in both the anode and cathode conductor coils was observed at 155 millimeters from the termina pin, which is at the distal end of the suture sleeve; however, there was a suture tied down directly over the fracture. Analysis indicated the suture was likely used as part of the extraction process due to the additional analysis result revealed mechanical fatigue damage and electrolytic pitting on the surface of the fracture. These failure characteristics require time to materialize. Thus, the suture tied directly over the fracture was deemed coincidental and not an assignable cause. The assignable cause was likely a flex fatigue.